Event description:
It was reported that the customer was taken to the doctor because of high blood glucose. Customer's blood glucose reading was 380 mg/dl at the doctor's office. Caller stated that the customer's insulin pump was not delivering the insulin and it was not alerting him either. Caller stated that at doctor's office they were verifying the insulin pump programming and found that the insulin pump was skipping days of bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete anslysis and testing of the insulin pump showed it was operating within specification. The device passed all functional testing. Programmed boluses delivered and recorded properly during the analysis.